Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had return of symptoms and ¿for the last week¿ the patient experienced was having ¿really bad spasms¿. An x-ray was performed (date not reported) and the connection appeared intact. The patient¿s dose was also increased without success. The volume of medication appeared correct. Spasms were the only symptom experienced by the patient. A complete work-up was done to eliminate other possible causes for increased spasms (specifics, results and date not reported). The patient¿s healthcare provider (hcp) planned to order a dye study to verify if medication was being delivered to the correct location. The patient¿s hcp didn¿t think the medication was being delivered where it was supposed to go. Drug delivered via the device was baclofen 2000mcg/ml at a dose of 305mcg/day.

Event description:
Additional information: patient had been stable on an itb (intrathecal baclofen) daily dose of 240ug/day for years but 1.5 months post this pump placement in (B)(6) 2013 patient began having increased spasms despite 3 daily dose increases from 240 ug/day to 330 ug/day. Spasms were more pronounced beginning around 10-11pm until 8-9am when he experiences 6-8-10 spasms during the day that almost knocked him out of his wheelchair if he didn't hold on to the wheelchair. A dye study was done approx a month ago where there were no issues discovered. Reporter did not believe there had been any reservoir volume discrepancies. Patient had seen the healthcare provider approx 6 weeks ago and had been trying to reach the clinic to make another appointment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Additional information: as of this date it was stated that patient was still having spasms (increased spasms since pump implant) and was not doing well at all. It was indicated that they were trying to get a new pump at this time. A follow-up report will be sent if additional information becomes available.